Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device indicate that "local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal." A review of the manufacturing and sterilization records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient developed an enterococcus faecalis infection and the device was explanted. Reportedly, the patient has been discharged after treatment of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.